Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000483, serial/lot #: unknown. No patient involved. A medtronic representative went to the site to test the equipment. The manufacturer representative replaced x-stage cover and re-homed system. System docks as intended and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used outside of procedure. It was reported that the system is unable to dock. No patient present.